Event description:
Patient stumbled then fell and dislocated. Patient relocated his hip by himself but said it felt different. Patient went to (B)(6) hospital. X-ray was taken identifying a fractured femoral head. Of the four products attached to the complaint, the cup, liner and head have been discarded and the femur is still implanted.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: undetermined, insufficient information. It is not possible to determine the cause of this fracture but it is likely that the patient trauma had an impact on this failure. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.